Event description:
It was reported by service report that the brakes could not be engaged due to bent brake rod. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake rod.